Manufacturer narrative:
Batch review performed on 23 may 2024: lot 2338089: (B)(4) items manufactured and released on 28-sept-2023. Expiration date: 2028-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. On (B)(6) 2024, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.